Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the 512sd was used as a camera port in umbilicus. The gasket ripped which led to pneumo leakage during the procedure.